Event description:
Customer reported that on start up, the system remains stable but after 2 minutes, it resets and then tries to start up and remains stuck in this cycle. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.